Event description:
A nurse reported receiving a system message, during surgery, when switching to air infusion. The system was switched out and the procedure was completed. There was no patient impact reported.

Manufacturer narrative:
Product evaluation: the facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).